Event description:
The report stated that during initial testing of the radio frequency ablation equipment, a water leak was detected on the needle side of the tubing. A new needle electrode was opened and used.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.